Event description:
Per the clinic, the patient was explanted due to migration of the electrode out of the cochlea. Patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.